Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting an intra-operative event on (B)(6) 2018, rep reported that there was a poly swap performed. Spoke with rep, who indicated that revision was due to poly wear - original implant was approximately 1997.